Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: a supplemental correction report is being submitted to indicate this event was inadvertently submitted under the medical device reporting regulations. The screen was accidentally cracked upon shutting it on a plug-in, therefore, there is no indication of a failure to meet customer or user expectation for quality or to meet performance specification.

Event description:
It was reported the screen was cracked. Screen was closed with plug in-between. No patient involvement or complications were reported.